Event description:
Pt implanted with 11mm cannulated trochanteric fixation nail for a left subtrochanteric femur fracture on (B)(6) 2010. F/u x-rays 90 days post op showed the nail to be broken at the helical blade/nail junction. Nail was removed on (B)(6) 2010 and pt revised to another intramedullary device.

Manufacturer narrative:
Subject device has been received and is currently in the eval process.